Manufacturer narrative:
The customer initially reported the release load was used on one patient. The customer later reported the released load was used on 3 patients, not one. However, all three patients are reported to be fine.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/07/2016 to 11/04/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Two bis were received: one positive control bi with red ci disc and crushed vial, one suspect positive bi. The suspect positive bi result cannot be confirmed since no media remains with which to confirm the presence (or absence) of growth. However, no anomalies were observed that would contribute to a positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The likely assignable cause is user error. The customer stated that they overloaded the chamber with two cameras which likely led to the suspected positive result. Additionally, the subsequent bis were processed correctly and negative for growth. The customer self-identified and corrected the error. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324-97. (B)(4). No code available: suspect positive bi, load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.